Event description:
It was reported that the patient presented during implant procedure. During procedure, the physician stated that the right ventricular lead (rv lead) wasn't easily reaching the bottom of the rv port as usual. Once the leads were connected, it was noted that the rv lead exhibited noise oversensing reproducible with manipulation. The implanted rv lead was disconnected and a new rv lead was connected. The oversensing persisted and the physician suspected a header anomaly of the implanted device. A new device was implanted on (B)(6) 2024 without further complications. The patient was in stable condition.

Manufacturer narrative:
The reported events of difficult to insert and noise oversensing were not confirmed. As received, a complete lead was returned in one piece for analysis. A device history record (DHR) review was performed and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Electrical testing, dimensional analysis, visual inspection, and x-ray inspections of the lead did not find any anomalies except for procedural damage.